Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 434 mg/dl. The customer assisted for troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with operating currents within spec. Unit passed selftest, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit passed dat test at 0.08770 inches. No under delivery anomalies noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.